Event description:
Surgeon tightened screw and screw head disassembled from rest of screw. Only screw head was recovered, but is still in the hosp's possession. They will not be returning this item due to their risk management policy. Rest of screw is still in pt's skull. The procedure being performed was an orif of zmc.

Manufacturer narrative:
Because the affected screw head is not available for eval, the root cause can not be determined. Based on statistical eval no indication was found for any device related issue. The complaint is added to the trend. Potential root causes for a screw fracture are: bone was hard with resulting high torque. Application of unintended loads (e.g. Because of an improper pilot hole, not deep enough, oblique, eccentric, inadequate sensitive tightening of the screw during insertion). Inadequate screwdriver/screw head connection (not aligned in the vertical direction, inadequate axial alignment and contact). Collision with other implant or instrument.